Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severly calcified below the knee vessel. After a jupiter guide wire crossed the lesion, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, upon initial inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.